Event description:
Customer reported a nurse used the safe-t-pro lancet device to perform a fingerstick on a pt, then subsequently stuck himself with the lancet from the same safe-t-pro. It is unk if the lancet did not retract, or if the device came apart, or if the device fired a second time. The device was discarded, not available for return and eval. The nurse was checked according to the facility's body fluid exposure protocol. The nurse elected to take prophylactic antivirals.